Event description:
Case # 2-mild burn was observed around the anterior portal after using the device. Operative duration 3 hours 45 minutes sad duration unknown. Configuration vulcan generator output 140w pump d25 pressure range 10-25mm hg. Coagulation was performed by rotating blades.the device has been disposed of by the facility and will not be returned for evaluation.

Manufacturer narrative:
The device was discarded by the facility therefore no device evaluation will be possible. (B)(4).